Manufacturer narrative:
The affected hls set was investigated by the getinge laboratory on 2024-01-17 with following conclusion: the failure could not be confirmed, as the product functioned as expected. The most probable root cause for the inspection of the customer could be condensated water which was on the gas outlet and seemed like a leakage. The building of the water is due to the environmental temperature/humid, temperature of the water side and temperature of the blood side. Technically, there is no negative influence of the product performance. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was initially a small number of water drops in the tray underneath the oxygenator. The leak was observed. Later on the clinical decision was made to exchange the hls set. On treatment day three the patient hat an acute cardiac event. The affected hls set was investigated by the getinge laboratory on 2024-01-17 with following conclusion: the failure could not be confirmed, as the product functioned as expected. The most probable root cause for the inspection of the customer could be condensated water which was on the gas outlet and seemed like a leakage. The building of the water is due to the environmental temperature/humid, temperature of the water side and temperature of the blood side. Technically, there is no negative influence of the product performance. A medical review was performed by getinge medical affairs on 2024-02-01 with following conclusion: "as no further information has been divulged by the customer (despite multiple requests), the conclusion of the reported event is based on the information received from the customer in the initial complaint, including video evidence, and the investigation report. In the video evidence, which was submitted by the customer, the ¿different source¿ of leakage was identified as the emergency gas outlet. In addition, as demonstration of the leakage the gas outlet was closed with a finger for a short period. This short-term closure of the gas outlet inevitably leads to a short-term increase in gas pressure in the oxygenator, which caused the release of condensate from the exhaust port. Furthermore, the inspection report of the affected hls set assumes that the observed water leak by the user is condensed water which has accumulated on the inner surface of the gas outlet/ emergency gas outlet and in the area of the outer cover above, as all tests of the set passed. Last, there is no evidence that the condensate accumulation resulted in malperformance of the product. " as stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 ¿ in chapter 7.2 indications for replacing the set: "replacement of the set can be indicated in the cases of leakage, penetration of air, visible deposits in the set, increase in pressure drop, and/or insufficient oxygenation or carbon dioxide elimination at maximum gas flow or 100% fio2. As far as gas transfer and pressure increase are concerned, the decision to replace the set depends on the particular situation. The indication for replacing the hls set advanced is detailed below by way of example. An increased pressure drop can be tolerated within the limits stated above if the gas transfer and arterial blood gas analysis values are still good. If an increase in pressure drop is coupled with deteriorating gas transfer and there are indications that this development is set to continue, a replacement should be carried out as quickly as possible. Assessment of the situation and the decision whether or not to replace the set is the responsibility of the physician in charge of treatment". Additionally, in the chapter 4.3.1 safety instructions for the oxygenator "due to a temperature gradient between the water and the gas supply as well as the ambient conditions, condensation could form in the hls module advanced during the water leak test which could lead to steam permeation. Perform the water leak test before you start the gas flow with an untempered medical gas/oxygen supply. Make sure that the temperature gradient between the environment and the water circuit is as small as possible. Monitor the hls module advanced for signs of condensation. Do not use the hls module advanced if there are signs of condensation". According to the final test results, the modul passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "gas outlet leakage" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was initially a small number of water drops in the tray underneath the oxygenator. The leak was observed. Later on the clinical decision was made to exchange the hls set. On treatment day three the patient had an acute cardiac event. Complaint ID (B)(4).